Manufacturer narrative:
(B)(4). This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 356 mg/dl and 67 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. Symptoms reported by the customer included: "felt down and clammy". There was no report of death, serious injury or mistreatment associated with this event.